Event description:
Bed siderail would not latch. There were no injuries with this event.

Manufacturer narrative:
Upon complaint review, it was determined that is a reportable event for siderail not latching.